Event description:
The customer states that the power went out and has since been restored but none of the bed functions are working at this time.

Manufacturer narrative:
The tech replaced the open fuses and had voltage from the power supply but the bed was not functioning. The tech found no lights on the logic board, smelled a burning odor and there were two black marks on the board. The tech found a loose wire on the logic board. He reconnected to wire to repair the bed.